Manufacturer narrative:
This complaint file is related to (B)(4) and captures 01 x zebd-7-7 of c1906687 lot number, where the pig tail crashed. Please refer to (B)(4) for the details of this investigation. Device evaluation the device evaluation of zebd-7-7 of c1906687 lot number could not be completed as the device or photographic evidence was not returned for evaluation. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-7-7 of c1906687 lot number did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: as per the instructions for use¿s notes section (ifu0045), which accompanies this device, instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The japanese packaging insert c-es0202 supplied with the device complies with mhlw law no. 84 of 2013 states in the 'storage method and expiration date' section that "expiration date is displayed on the package (by self-approval) there is evidence to suggest that the customer did not follow the instructions for use as the device was used past the expiration date image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the device was used past the expiration date. According to the engineering input, the device usage beyond its lifetime is not advisable. Over time, the polymers or materials used in the construction of the pigtail catheter may degrade due to environmental exposure (e.g. Temperature, humidity) or natural aging of the material beyond its validated shelf life which can lead to: ¿ loss of elasticity or flexibility, making the pigtail more prone to collapsing or kinking ¿ increased brittleness, which may cause the lumen to deform under minimal pressure these material changes may have contributed to the reported issue, where the pigtail crashed and the user was unable to pass the wire guide. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. Trending will monitor if any future investigation is required. Confirmation of complaint the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed used. A definitive root cause of use error was established. The user has not complied with the requirements of the IFU and/or label. From the information available, the device was used past the expiration date. According to the engineering input, the device usage beyond its lifetime is not advisable. Over time, the polymers or materials used in the construction of the pigtail catheter may degrade due to environmental exposure (e.g. Temperature, humidity) or natural aging of the material beyond its validated shelf life which can lead to: ¿ loss of elasticity or flexibility, making the pigtail more prone to collapsing or kinking ¿ increased brittleness, which may cause the lumen to deform under minimal pressure these material changes may have contributed to the reported issue, where the pigtail crashed and the user was unable to pass the wire guide. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. The issue occurred during device preparation, and the device did not come into contact with the patient. A second zebd-7-7 device was used; however, the user was again unable to pass a guide wire through it due to pig tail crash again. ((B)(4)). Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental correction report is being submitted due to the completed evaluation of the complaint device on 18-ju-2025, to include updated imdrf codes.

Event description:
Zebd-7-7 were attempted to be used for ercp, but the user was unable to pass a gw through zebd-7-7 due to pig tail crush. Therefore, the user replaced the zebd-7-7 with a new zebd-7-7, however, the user was unable to pass a gw through the second zebd-7-7 due to pig tail crush again. The lot numbers involved in the event are c1906687 and c2172952. The order of use of the devices has been requested as of 19mar2025 and no further information has been provided as of the date of this report. Additional information: was the wire guide lubricated prior to use? Yes was the device at the centre of the complaint inspected for damage prior to use? Yes was the wire guide inspected for damage prior to use? Yes were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown. Did the patient require any additional procedures as a result of this event? Unknown. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No was a straightener used to straighten the stent? Unknown (if any damages were confirmed prior to use) was the package damaged? No does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes was resistance encountered when advancing the wire guide to the target location? Unknown. Was resistance encountered when advancing the introduction system in place to the target location? Unknown. No patient health hazard.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.